Event description:
The customer reported an issue related to incorrect time settings on their device. During the incident, there was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies, which the customer understood and acknowledged.